Event description:
It was reported that the device was explanted. Explant date and implant duration is unk. The reason for explant is unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.